Manufacturer narrative:
For regularization - retrospective review / FDA request. These two batches of screws present no manufacturing defects. Everything conforms to specifications. Based on the manufacturing process records for these batches of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. Observation of the screws reveals a rupture which combines both torsional stress and perforation at the beginning of the screw recesses. Given the elements provided regarding the circumstances surrounding these ruptures and based on the observations of the screws returned to sbm, the following conclusion was drawn: because the diameter of the tunnel was too small and the pin was not properly oriented due to its flexibility, the entry cone of the screw was jammed against the cortical bone. The tip of the screw was only weakly driven by the screwdriver in this area and was subjected to torsional stress at the junction point where the guide pin guiding are meets the screw recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the screw to rupture.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. It was reported that during an acl reconstruction procedure, the tip of two screws fractured when the surgeon was screwing the implant into the tunnel. Another biomet 9x25mm screw was used to complete the procedure with no delay. All pieces were retrieved from the patient. Surgeon mentioned that he did not use too much force with the screwdriver. 1st screw : lot 142583 - manufacturing date : aug. 25th 2014 - expiration date : aug. 25th 2017. 2nd screw : lot 142979 - manufacturing date : sept. 27th 2014 - expiration date : sept. 27th 2017.